Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device, and the reported condition was confirmed. It was determined that the cause for the cracked locking mechanism of saw head is a confirmed design error and is already covered under a CAPA. It was further determined that the cause for low power and sticky trigger defects were due to normal wear. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device had low power, a sticky trigger, and the locking mechanism of saw head was cracked. It was further determined that the device failed pretest for visual assessment, check the quick coupling for saw blades, check for sticky trigger, check the function of the device, and check oscillation frequency. It was noted that the pre-test for check positioning of the saw head could not be performed. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.